Event description:
A malfunction alarm identified as malf 12 was reported, with a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform a pump reset when they acquire the necessary charging supplies, as they were unavailable during the initial call. The customer acknowledged the instructions and was advised to contact support again if the issue persists.